Event description:
On 2/19/96 at 0315 resident found at side of bed attempting to stand up at side of the bed with rolling waist restraint in place and secured to bed. Staff indicated he was shaking bedrails violently causing one side to release. Resident received a 4 cm laceration to right eye.